Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg at 187 mcg/day via an implantable pump. The indications for use were intractable spasticity. On (B)(6) 2019 leakage at the scar of the pocket site was reported. The environmental, external or patient factors that may have led or contributed to the issue was reported as nothing specific that they could tell other than the skin seemed fairly thin between the pump corner and the site with the leak. Not a lot of cushion in terms of tissue in that particular area. The diagnostics and troubleshooting performed was the physician revised the pocket and performed exploratory surgery to determine if the pocket was infected or not. They were not able to detect infection via opening the pocket. There seemed to be leakage near the scar and seemed like the pocket may be infected. Physician cleaned and revised the pocket and gathered sample of fluid for a culture. The physician took sample of fluid and was testing for infection, the results were not known at the time of the report. The physician sutures the pocket closed with pump remaining in the patient, while he waits to receive the culture. If negative the patient will keep the pump, if the color is positive for infection, they will remove pump. At this time they did not know if the pocket is infected or not. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further complications regarding the event. The patient status was noted as alive, no injury and no further complications were regarding the event.